Event description:
It was reported that bd bactec¿ mgit¿ 960 system gave 8 results in a very short period all with the same uc values and interpretation after barely 24 hours in instrument. The following information was provided by the initial reporter: he antibiograms entered on migt on march 28 (nr 4 for sire and 4 pza) for 4 different patients all gave results in a very short time (less than 24 hours) all at the same identical time, all with the same uc values and interpretation, but above all, the tool didn't report anything to them, they noticed it by looking at epicenter. Customer did not communicate the results to any physician and is running the ast tests again on the mgit. It was suspected the results were unreliable based on the fact that all 8 samples gave the results at the same exact time, after barely 24 hours inside the instrument.

Manufacturer narrative:
H6. Investigation summary: the customer complained of suspected unreliable results for ast testing. No patient impact was reported. The issue was resolved by phone support with the customer changing the antibiotic rates. No instrument problem was reported and the bd application specialist stated that a possible sample preparation error was a contributing factor. The root cause cannot be determined as there was no malfunction of the instrument and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n mg4633 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system gave 8 results in a very short period all with the same uc values and interpretation after barely 24 hours in instrument. The following information was provided by the initial reporter: he antibiograms entered on migt on (B)(6) (nr 4 for sire and 4 pza) for 4 different patients all gave results in a very short time (less than 24 hours) all at the same identical time, all with the same uc values and interpretation, but above all, the tool didn't report anything to them, they noticed it by looking at epicenter. Customer did not communicate the results to any physician and is running the ast tests again on the mgit. It was suspected the results were unreliable based on the fact that all 8 samples gave the results at the same exact time, after barely 24 hours inside the instrument.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.